Manufacturer narrative:
(B)(4). Based on the product analysis completed on 09-jan-2019, the event now meets the required criteria for MDR reporting as a "malfunction". Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Physical manufacturer name: (B)(4). (B)(6). Physical manufacturer name: (B)(4). [Complaint conclusion]: as reported by a healthcare professional, during a coil embolization of an unruptured right middle cerebral artery (mca) aneurysm, the 3mm x 6cm galaxy g3 mini (glm930060/l12029) coil would not exit the tip of the introducer. The coil was replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. It was not reported if the device appeared damage following the event. It was also not reported if the introducer was damaged. A sl-10 (stryker) microcatheter and enpower dcb2 detachment control box were also used in the case. No further information could be obtained. The device was returned with the embolic coil seen in the green introducer sheath. Kinks were observed on the device positioning unit (dpu) core wire approximately 25 cm and 95 cm from the proximal end of the device. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. Kinks were seen on the embolic coil along its length and at its proximal end. The articulating joint appears to have been damaged as the proximal end of the embolic coil had been pressed into the distal dpu. The distal outer sheath appears to not have been softened, indicating that the detachment process had not been initiated. The coil could not be advanced from the introducer due to the kinks in the coil. The v-notch of the resheathing tool was seen undamaged. A review of the manufacturing documentation associated with this lot revealed that two units were rejected due to kinked coils. However, the device history record review confirmed that all product rejected during manufacturing were identified as scrap and properly accounted for. No other issues were noted that were considered potentially related to the reported complaint. The customer report of impeded in introducer was confirmed. The coil could not be advanced from the introducer sheath during functional testing due to the kinked condition in which it was returned. The kinks in the coil and damaged articulating joint caused the coil to press against the inner walls of the introducer when attempting to advance the device in the product analysis lab. The exact circumstances surrounding the event and damage to the embolic coil cannot be determined based on the condition of the returned device; however, it is likely that resistance was encountered while delivering the device during the procedure, and that the kinks in the coil were caused by excessive force applied to the device in response to encountered resistance. 100% of embolic coils are inspected in-process for damage. In addition, all devices are verified to pass through the introducer. Thus, it is unlikely that the device left the manufacturing facility with the observed issues. Impeded in introducer is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Per the IFU, ¿if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Loosen the rhv main valve and fully re insert the introducer tip into the infusion microcatheter hub. Gently tighten the rhv main valve around the introducer sheath to prevent backflow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an unruptured right middle cerebral artery (mca) aneurysm, the 3mm x 6cm galaxy g3 mini (glm930060/l12029) coil would not exit the tip of the introducer. The coil was replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. It was not reported if the device appeared damage following the event. It was also not reported if the introducer was damaged. A sl-10 (stryker) microcatheter and enpower dcb2 detachment control box were also used in the case. Evaluation of the returned device revealed embolic coil damage. No further information could be obtained.